Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient programmer (ptm) code 8476 occurred. The code meaning was motor stall. Pump had not been interrogated. Patient was able to give themselves a bolus this morning but now had a motor stall code. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Device code (B)(4) no longer applies if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. The pump logs show a motor stall occurred on (B)(4) 2018 at 10:36, followed by a motor stall recovery on (B)(4) 2018 at 04:33. No further complications were reported.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via a manufacturer representative reported the patient stated they felt a loss of pain relief and felt ¿icky¿ the last several days since the stall occurred. The representative stated there were no factors that might have led or contributed to the issue. The patient stated she called the account and described the messages, and they set her up for replacement. The representative stated the operating room had motor stall and error messages on the personal therapy manager on (B)(6) 2018 per the medical doctor. The doctor elected to do a pump replacement on (B)(6) 2018, and the pump was replaced. The catheter was patent. The issue was resolved at the time of the report. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. Additional information received on (B)(6) 2018 from the representative reported they received a pump printout for the drug concentration and dosing from the logs prior to the pump replacement. The pump would be returned to the manufacturer for analysis. The pump contained fentanyl [500 mcg/ml] at a dose of 224.69 mcg/day and bupivacaine [12.8 mg/ml] at a dose of 5.752 mg/day. The patient also had the ptm activated, and the max dose per day of fentanyl was 324.76 mcg/day. No further patient complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the managing health care provider. The cause of the motor stall was unknown. The patient's weight was provided. The patient's medical history included stroke with central pain and upper extremity spasticity. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (serial #(B)(4) ) found an anomaly of wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.